Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that via a merlin transmission, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. The oversensing was noted on a stored egm. Programming changes and the patient was fine afterwards.